Event description:
Reported non-delivery: the pump was programmed for tpn therapy with a 10 hour cycle, 2 hour taper up, 2 hour taper down, unknown total volume. According to the customer contact, the pt's parent sometimes changes the cycle time to 8 or 12 hours, but does not know what the exact cycle was on the night of the event. The customer contact reports that on the night of the event, the pt's parent programmed the pump, connected the pt and started the infusion. The next morning, the customer contact states the pt told parent "non of the tpn went in". The customer contact reports that the pt's parent did not call the rn at that time, because the pt had an appointment in the clinic that afternoon. The customer contact reports the pt saw the md at the clinic, and that there were no orders received and no adverse event reported. Though requested, no further info was available.